Manufacturer narrative:
Approximate age of device ¿ 36 days. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the device and the reported gastrointestinal bleeding could not be determined. The pump remains in use supporting the patient. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted into the hospital for a gi bleed. The source of the gi bleed was found in the jejunum and was cauterized. The patient received 5 units of packed red blood cells. It was reported that the bleeding resolved and the patient is doing fine and was discharged to home.